Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿pump housing is damaged and the cartridge is loose and can slip out¿, also the paint on the pump casing is chipping off. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.